Event description:
It was reported via a journal article multiple adverse injuries occurred. Rotapro and wolverine devices were selected for treatment in percutaneous coronary intervention procedures as a part of a medical study. Perforation, pericardial effusion, occlusion, and myocardial infarction were events listed as procedural and in hospital outcomes.

Manufacturer narrative:
Literature citation: abdelhakim allali md1,2, 2022, combined rotational atherectomy and cutting balloon angioplasty prior to drug eluting stent implantation in severely calcified coronary lesions: the prepare calc combo study, catheter cardiovasc interv. 2022;1 11. Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.